Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted with a complete seal. Immediately post-deployment, a mobile stand of thrombus was noted on the face of device and appeared to be located on the threaded insert. The patient was admitted and remained in the hospital under supervision of medication regimen of integrilin and heparin. The patient remained stable and was discharged with no follow up imaging performed per the doctor's order. The patient was reported to have made a full recovery.